Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius being hospitalized with an infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain at home. It was explained that the patient has since transitioned to a competitor clinic for in-center hemodialysis (hd) for renal replacement therapy. As a result, the outpatient clinic has not received information concerning all laboratory results, treatment course or hospital discharge date. The patient was diagnosed with candida (species unknown) peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient¿s pd catheter (not a fresenius product) was removed during this admission by request of the patient as he opted to return to hd therapy. It was believed that the patient was able to continue hd therapy for the duration of admission, and he was discharged home on an unknown date. It was reported that the patient¿s peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis with no plan to return to pd therapy.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius being hospitalized with an infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on 6/jan/2026 following abdominal pain at home. It was explained that the patient has since transitioned to a competitor clinic for in-center hemodialysis (hd) for renal replacement therapy. As a result, the outpatient clinic has not received information concerning all laboratory results, treatment course or hospital discharge date. The patient was diagnosed with candida (species unknown) peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient¿s pd catheter (not a fresenius product) was removed during this admission by request of the patient as he opted to return to hd therapy. It was believed that the patient was able to continue hd therapy for the duration of admission, and he was discharged home on an unknown date. It was reported that the patient¿s peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis with no plan to return to pd therapy.

Manufacturer narrative:
Correction: b.3.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The source of this patient¿s infection can be attributed to a break in aseptic technique during pd therapy with no indication of contributing malfunction or deficiency or any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human skin, as well as gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius being hospitalized with an infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain at home. It was explained that the patient has since transitioned to a competitor clinic for in-center hemodialysis (hd) for renal replacement therapy. As a result, the outpatient clinic has not received information concerning all laboratory results, treatment course or hospital discharge date. The patient was diagnosed with candida (species unknown) peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient¿s pd catheter (not a fresenius product) was removed during this admission by request of the patient as he opted to return to hd therapy. It was believed that the patient was able to continue hd therapy for the duration of admission, and he was discharged home on an unknown date. It was reported that the patient¿s peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis with no plan to return to pd therapy.